Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm during manual prime. The customer's blood glucose was 157 mg/dl at the time of incident. Customer stated that the insulin exited during prime. The customer reported that the no delivery alarm was unresolved in troubleshoot. The insulin pump will be returned for analysis.